Event description:
International affiliate reported that the device failed to produce drainage during the initial placement of the device. The surgeon exchanged the device for another drain and drainage was obtained. No adverse pt consequences were reported.

Manufacturer narrative:
Conclusion: the product upon which this medwatch is based is anticipated. Once the product is rec'd any further info derived from the eval will be submitted in a supplemental 3500a form.